Manufacturer narrative:
The customer reported that they performed monthly maintenance, replaced the sample shield, cleaned bench tops and touch points. Customer reanalyzed all the positive samples and obtained positive result for the repeat testing, which matched the initial testing results. Therefore, there were no discrepant results within the samples. The customer indicated that they picked the suspect specimens from the positive results reported (clusters in the run report, low rlus, etc.) And the customer decided to retract these results and report them as invalid. The customer did not provide any further information regarding the other positive specimens in the worklist. No product impact is known to date.

Event description:
On (B)(6) 2021 hologic technical support (ts) received a complaint regarding increase in positivity rate on the sars-cov-2 run using master lot 309729 on panther instrument (B)(4). Customer noticed 74 positive results out of 248 tests associated with work list (B)(4). The customer noted that the positive results were clustered.